Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6 investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion of patient medical records/imaging (various dates): "findings: the patient's ivc filter is a cook gunther-tulip retrievable ivc filter, positioned in the infrarenal ivc at the l2-3 level. The filter apex is located at the renal vein confluence. No clinically significant tilt. All 4 primary filter struts perforate the wall of the ivc. The perforating posterior strut impinges on the underlying l3 vertebral body and has produced boney reactive changes. The lateral strut impinges directly on the r gonadal vein. The medial strut impinges on adjacent aorta and the anterior strut lies in very close proximity to overlying bowel. No strut fractures or missing components are identified. No caval thrombosis, wall thickening or clot within the filter is identified on the most recent CT from 2019. No pericaval hemorrhage".

Manufacturer narrative:
Investigation: the following allegations have been investigated: abdominal pain, depression, post traumatic stress disorder (ptsd), and physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported abdominal pain, depression, post traumatic stress disorder (ptsd), and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to trauma as a result of a motor vehicle accident (mva) resulting in high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe); followed by a successful percutaneous filter removal due to perforation of the ivc wall. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "abdominal pain; daily activities limited due to my concern of doing anything to affect the filter and cause further harm to myself", depression and post traumatic stress disorder (ptsd). Per the (B)(6) 2020 ivc filter removal (successful): "a cavogram was then obtained, which showed that the tulip filter was widely patent without any evidence of clot in it. It appeared to be centered within the vein. The snare was then introduced. It was difficult to fully engage the hook of the filter indicating that there was some fibrous tissue around the tip of the hook I was, however, able to get a good handle on the hook of the filter and was able to advance the sheath over the filter. The filter was progressively collapsed with gentle backward and forward pressure and it eventually completely came out. A completion cavogram was done, which did not show any evidence of caval injury or thrombosis. The patient continued to be hemodynamically normal. The filter was examined ex vivo and there did not appear to be any pieces of vein along its leg of the filter".

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2006 after post-aortic dissection and repair (conjunction with trauma from motor vehicle accident). Approximately 12 years and 4 months later, the patient had a computed tomography (CT) [scan] of the abdomen and pelvis done to evaluate the indwelling inferior vena cava (ivc) filter, which revealed that all 4 primary filter struts perforate the [ivc] wall and impinge [the right} gonadal vein, adjacent aorta, and bowel.